Manufacturer narrative:
The clinician reported that during the procedure, the jaw tip from the endoscopic vein harvesting bipolar device broke. The piece was retrieved from the pt. There was no report of pt injury. The product has not been returned for evaluation. Upon receipt, a f/u report will be sent when the eval is complete. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A f/u report will be filed once a corrective/removal reporting number is assigned by the FDA district office.

Event description:
The clinician reported that during the procedure, the jaw tip from the endoscopic vein harvesting bipolar device broke. The piece was retrieved from the pt. There was no report of pt injury.